Event description:
It was reported that the customer had a cracks near battery compartment of the insulin pump. The customer's blood glucose level was unknown mg/dl. No further details given.

Manufacturer narrative:
Findings: broken battery tube threads noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip and scratches on reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.